Event description:
It was reported to bsc/target that after the physician selected the vessel and injected glue, found that the spinnaker elite flow catheter 1.5 f-s ruptured at the distal section. The pt was reported to be in good condition. It should be noted that due to some unknown circumstances this event was reported to bsc/target until may 10, 2002.